Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No data or product was provided for investigation. Issue was unable to be determined as the complaint was made via social media and reporter could not be reached for additional information. The root cause could not be determined.